Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event was reported as 2016.

Event description:
Information was received from the consumer regarding a patient implanted with a neurostimulator for failed back surgery syndrome. It was reported that both end-of-service (eos) and elective replacement indicator (eri) messages were seen on their implantable neurostimulator (ins). The patient stated that they saw the eos on the recharger and then saw a ins charging screen. The patient did not make any allegation regarding ins battery longevity but it was noted that ins had been implanted less than 9 years. Healthcare professional (hcp) listings were provided to the patient as they no longer had a managing hcp. The patient stated that their managing hcp wanted to remove the ins but they did not want that. There were no further complications reported or anticipated.